Manufacturer narrative:
Follow-up submitted to report device evaluation.

Manufacturer narrative:
Patient weight is unknown. Implant date and explant date are not applicable since the product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced failure of implant to osseointegrate